Manufacturer narrative:
The suspect hardware component is a ups, tripp lite 1000va, and a replacement was shipped from merge (B)(4) site to the customer in february 18, 2016. However, the faulty ups has not yet been received for merge's evaluation. A follow-up report will be submitted when the evaluation has been completed. Have not received hardware.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemo monitor pc via the serial interface. All data can be shown and monitored on the hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that during setup of a lab for cardiac catheterization, the uninterrupted power source (ups) was hot to the touch and was emitting a burning/overheating odor. The ups was disconnected and an alternate power source was used. A report of an overheated ups can lead to a potentially hazardous situation for users and/or patients. However, the customer confirmed that there was no patient or staff harmed as a result of this incident. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted (B)(6) 2016. The faulty ups (uninterrupted power supply) was returned to merge healthcare on 21mar2016 for evaluation. The evaluation results, available on 22mar2016, showed that the batteries were enlarged and swollen, however there was no fluid leakage. The batteries were subsequently replaced and then charged overnight. The unit passed all discharge/recharge tests and was then sent to service stock. Information found in the tripp lite owner's manual for smart and omnismart medical grade ups systems (smart1200xlhg, agsm1200psr3hg) found the following: basic operation: since the runtime performance of all ups batteries will gradually deplete over time, it is recommended that you periodically perform a self-test (see "mute/test" button description) to determine the energy level of your ups batteries before a blackout or severe brownout occurs. During a prolonged blackout or severe brownout, you should save files and shut down your equipment since battery power will eventually be depleted. When the led turns red and an alarm sounds continuously, it indicates the ups's batteries are nearly out of power and ups shut down is imminent. To run a self-test: with your ups plugged in and turned on, press and hold the mute/test button for two seconds. The alarm will beep several times and the ups will perform a self-test. See "results of a self-test" below. Note: you can leave connected equipment on during a self-test. Your ups, however, will not perform a self-test if it is not turned on (see "power" button description). Caution! Do not unplug your ups to test its batteries. This will remove safe electrical grounding and may introduce a damaging surge into your network connections. Results of a self-test: the test will last approximately 10 seconds as the ups switches to battery to test its load capacity and battery charge.** if the "output load level" led remains lit red and the alarm continues to sound after the test, the ups's outlets are overloaded. To clear the overload, unplug some of your equipment and run the self-test repeatedly until the "output load level" led is no longer lit red and the alarm is no longer sounding. Caution! Any overload that is not corrected by the user immediately following a self-test may cause the ups to shut down and cease supplying output power in the event of a blackout or severe brownout. If the "battery warning" led remains lit and the alarm continues to sound after the test, the ups batteries need to be recharged or replaced. Allow the ups to recharge continuously for 12 hours, and repeat the self-test. If the led remains lit, contact tripp lite for service. If your ups requires battery replacement, visit www.tripplite.com/products/battery-finder/ to locate the specific tripp lite replacement battery for your ups. Since no information could be found in the tripp lite owner's manual concerning the swollen/enlarged battery issue, information was obtained from another online source (http://blog.batterysharks.com/battery-troubleshooting-guide-101-why-do-lead-acid-battery-swell-up/) on 15jan2018 and the following information was stated: sealed lead acid batteries (also known as a vrla, valve regulated lead acid battery) both agm and gelled electrolyte can swell up and expand sometimes. This happens due to the construction of lead acid batteries which is referred to as "recombinant". They are constructed in such a way to allow absorption of gasses released during the chemical process inside the battery. The positive and negative plates are placed very close together with only the thickness of the divider separating them. They are tightly secured in the cell cavity resulting in very little extra space inside the battery. When the cell plates expand, it exerts pressure on the inside walls of the battery. This situation can cause the battery case to swell resulting in possible splits and cracks at various points of the battery. The cell plates most often expand due to overcharging of the battery. The battery may also expand due to shorting of the terminals of the battery. Both these situations results in heating up of the cell plates inside the battery. The lead of the cell plates has a high expansion rate when heated. The outcome is that the battery experiences extreme pressure inside that swells up and deforms it. The swelling-up of the battery may also cause great damage to the internal components and parts. Based on the above information, conclusions code 51 (maintenance deficiency) was used. It has been deduced that periodic self tests may not have been performed by the user as recommended in the owner's manual. Revised information contained in this supplemental report includes the following: device availability, updated contact office - name/address, date new information received by manufacturer (hardware evaluation date), indication that this is follow-up report 1, indication of additional information and device evaluation indication that the device evaluated by manufacturer, (B)(4). Indication of additional manufacturer information and corrected data are contained in this follow-up report